Event description:
This afternoon (B)(6), one of the oncology nurses, reported a problem with an IV pump that lept alarming with an "occasional downstream occlusion" error. She states she had primed the main tubing and secondary tubing with normal saline and y'd in a docetaxel 135 mg in non-pvc normal saline 250 ml bag with a vented paclitaxel set at the port closest to the patient. The set is a baxter clearlink 107 inch set, a polyethylene lined, non-dehp set with an in-line 0.22 micron filter (product 2c8857, lot/batch # r16e20082). Upon inspection, I found a cloudy looking solution with white particulates in the filter, but a clear solution in the IV bag. She switched to another set of the same type - unsure of the lot/batch number and the docetaxel solution infused properly. Another oncology nurse, (B)(6), reported to (B)(6), she had encountered a similar problem with the same medication, solutions and set the previous week.